Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, " the scrub tech opened the packaged insert and handed it to the surgeon. While attempting to implant the insert, the surgeon noticed a hair stuck on the insert. The surgical staff was wearing the stryker space suits and the surgeon believes the hair was packaged with the hair inside the sterile barrier."